Event description:
Uncontrolled prospective multi-centre post marketing surveillance study to monitor the long term survivorship of pinnacle acetabular cup prosthesis with a metal on metal bearing in subjects with etiologies requiring a primary hip replacement. Right hip. Radiographic follow up showed evidence of calcar resorption at 18 months post op ( (B)(6) 2009). An ultrasound scan was performed and blood samples were taken. The ultrasound showed fluid collection around the joint. The metal ions were confirmed at normal level. On (B)(6) 2011, due to increased joint pain, and aspiration of the joint was performed. It was confirmed there was no infection. Revision of the head and liner was performed on (B)(6) 2011. Reason - pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations with an exception of the 136552000, in which there was one other complaint for infection from 2010. Repeated attempts to obtain matrix related items proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.